Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient's cgm recorded a glucose level of 110 mg/dl, while the blood glucose reading showed a significantly lower value of 31 mg/dl. Despite the discrepancy, no symptoms were documented in the patient's record. The patient self-administered glucagon in response to the low blood glucose reading. Following treatment, the patient reported feeling a little better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.